Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cut wire was oriented in the wrong direction. Reportedly, there was no tortuous anatomy impacting scope positioning. The procedure was completed with a second jagtome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be stable.

Manufacturer narrative:
A2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. H6 (device codes): problem code 3009 captures the reportable event of incorrect cutting wire orientation. Block h10: visual examination of the returned device revealed that the working length was twisted in several locations. Functionally, the device was introduced inside the duodenoscope and the distal end orientation was found out of specification due to the condition of the working length twisted. The complaint was consistent with the reported event of incorrect wire orientation. It is the most likely that during the procedure the device could have been damaged due to excessive manipulation of the product, the interaction with the scope or the interacting with other devices. Therefore, a conclusion code of cause traced to component failure was assigned to this complaint since expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/27/2018 01:13 pm CT. The report number is being corrected from: 3005099803-2018-62211 to: 3005099803-2018-61243.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cut wire was oriented in the wrong direction. Reportedly, there was no tortuous anatomy impacting scope positioning. The procedure was completed with a second jagtome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be stable.